Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer changed the infusion set to resolve the issue. However, during one occurrence, the customer turned the pump off, and upon resuming pump therapy, the alarm cleared. Blood glucose rose from 560 (mg/dl) to 700 (mg/dl) and the customer was subsequently hospitalized. Reportedly, the needle of the non-tandem infusion set was blocked. The customer was treated with short and long acting insulin which resolved the issue. The customer was released from the hospital on (B)(6) 2019 with no permanent damage and the issue resolved. Pump therapy was resumed.